Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0 mm x 15 mm wolverine peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6 atm for 10 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. There were no complications reported, and the patient was in good condition after the procedure.